Event description:
Procedure type: gynecology. According to the reporter: at the end of the surgery a small metallic pin was found in the patient when the trocar was removed. The pin was retrieved. The operating time and incision were not extended as a result. No patient injury was reported.